Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Patient was allergic to heparin so anigomaxx antiocoagulant was used. Xtw (lot: 31219a1085) was placed first central a2/p2. A second xt (lot: 40213a1055) was then chosen to be implanted to further reduce mr. As the xt clip exited the steerable guide catheter (sgc) into the left atrium, a clot was observed on the end of the clip. The xt was brought back into the sgc while aspirating. The clip was removed with the clot intact. The patient had an activated clotting time (act) of over 300 seconds. A replacement xt mitraclip was then implanted successfully medial a2/p2 to the first xtw clip. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the reported thrombus could not be conclusively determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.